Event description:
The reporter stated that the surgeon was inserting a silicone toric one piece lens model aa4203tl into pt's eye and the plate haptic tore. The surgeon enlarged the incision to remove the lens and replaced it with another model lens and used a suture to close the wound. The reporter stated that the lens haptic became damaged in the loading process.

Manufacturer narrative:
Evaluation codes results: a visual inspection of the returned product shows one plate haptic is torn. There is clear and reddish surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.